Event description:
Per received medwatch report: "elder sustained a humerus fracture. Investigation and root cause analysis led us to conclude that the use of the sit to stand lift contributed to this fracture. This elder suffers from hemiplegia and normally transfers with the arjo chorus lift. However, even with the support strap and sling properly placed, the lift and sling put a large amount of pressure at an angle that most probably caused this fracture".